Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. The cause of low bg was unknown. The customer was disoriented, and received third party assistance from their spouse, who assisted the customer with breakfast and drinking orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.